Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s lead had migrated. The patient underwent surgical intervention on (B)(6) 2022 where the lead was replaced with a new one restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.